Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The download data shows timeouts in tandem with a longer period to transition at the start of the pods run indicating a brief drive stall occurred causing first prime to end early and the firing flat not being properly lined up by the end of second prime. Rerun of the device did not replicate the drive stall. No damages or defects were found with the pod that would cause the high pulse widths and drive stall. The exact cause of the reported event could not be determined.